Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer¿s blood glucose was 447 mg/dl. The customer was inquired how they were treated for high and the customer stated that they already given himself a 10 units of insulin. The auto mode was not active at the time of incident. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was asked based on what was being reported does customer allege insulin pump was under delivering and found that customer just ate prior to the high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.